Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has unknown catheter stuck, as part of overall visual revision. The device has the distal end stretched. Also, it was returned with a piece loaded in the middle of the guidewire, the device has the coil jumped in the middle of the device. The overall length and outer diameter (od) of distal tip couldn't be measured due to the device condition (distal end stretched). Od of middle of the device and proximal section were within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the biliary artery. A 035/180 amplatz super stiff¿ guidewire. Was advanced to cross the lesion. However, during procedure, the wire got hung up in the catheter. No patient complications were reported and there was no harm done to the patient.

Manufacturer narrative:
Age at time of event: over 65 years old. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the biliary artery. A 035/180 amplatz super stiff guidewire. Was advanced to cross the lesion. However, during procedure, the wire got hung up in the catheter. No patient complications were reported and there was no harm done to the patient.